Event description:
The customer confirmed that it was a little silver metal piece from the end of the sheath that came out and fell into the patient. This portion is the hypo tube.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to fields (b5, d9, and h3). The device was returned to olympus for inspection, and the findings are as follows: the distal hypo tube at the needle distal end was missing. A functional check was performed by manipulating the slider back and forth; the needle fully extended and retracted however the needle tip comes through the side of the sheath. The hole is almost 7mm from the end of the sheath, when measuring with a 150mm ruler." A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event is traced loose detached sheath and needle shaft kinks while being inserted into channel/stylet binds in the needle. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that in the middle of a diagnostic endobronchial ultrasound procedure, the single use aspiration needle was separated from the sheath and the sheath was lodged in the patient's airway. The device was retrieved easily with suction from the patient with a 15-minutes delay while the patient was under general anesthesia. The procedure was completed, and no error messages noted. There were no reports of patient harm and no bleeding reported. Per customer 3 occurrences reported with the single use aspiration needle, for the following patient identifiers below. 1) patient identifier#: (B)(6), single use aspiration needle, model#: na-u403sx-4019, sn/lot: (B)(6) (this report). 2) patient identifier#: (B)(6), single use aspiration needle, model#: na-u403sx-4019, sn/lot: (B)(6). 3) patient identifier#: (B)(6), single use aspiration needle, model#: na-u403sx-4019.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.